Manufacturer narrative:
Concomitant product(s): a 4196-88 lead, implanted: (B)(6) 2009. A 5076-52 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing noise. During the lead revision, it was noted that the vein was occluded and a new lead could not be passed, so the physician elected to exchange the right and left ventricular leads in the device header; the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.